Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results with the inratio meter compared to the coaguchek (point of care device) and the lab. Therapeutic range 4-5 for pt.